Manufacturer narrative:
The alleged complaint could not be confirmed. Mpo was notified of a revision occurring to mpo products. Mpo did not receive information about the products involved or the reason for the revision in the initial awareness email. The associated sales representative was contacted three times to obtain additional information about this event, but mpo did not receive a response. Therefore, there is insufficient information available to investigate this complaint. This incident will be reopened if additional details are received.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, possible revision. I was contacted by an old distributor of ours about a hip and was it ours. Rep contacted me about a hip that his surgeon might need to revise. It was one of ours but rep wasn't sure if or when it would be revised. If I hear of a possible revision of our implants, I have to let the complaint team know. That is how they know and are asking if it happened.